Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The involved device was not returned to the manufacturing facility, however, a photo was provided. The product code and lot number are unknown. Therefore, the investigation was based upon evaluation of user facility information and a returned photo of the actual device. Visual inspection of the photo confirmed the cannula was bent near the base. The cannula did not seem to be engaged on the sheath tooth, and the cannula tip was touching the safety sheath, however it did not stick out. The hub-collar and sheath seemed to have been fully engaged. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of production or complaint records. Sg3 needles are compliant to iso 9626 for resistance to breakage. Based on the limited product information provided, no probable root cause could be determined. From the received photo, it is likely the reason of the needle coming through the safety shield was the occurrence of the bent needle. However, the cause of the needle bending could not be identified. (B)(4). All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Device not available due to unknown lot number and product code. The actual device was not returned to the manufacturer for evaluation. The lot number and product code are unknown for this complaint. Since both product code and lot number are unknown, our investigation is limited. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. Visual, sensory testing and functional testing is conducted to assure the assembled needle meets manufacturer specification. Prior to shipment, qc conducts outgoing visual inspection to assure all lots pass. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulty using the sg3 device. Follow up communication with the user facility reported: last month they were told to change to the terumo brand needles and the nurses are having a hard time with them; the nurses reported that they are more prone to getting stuck with a needle with the involved sg3 device; a needle came through the plastic shield; they are using hard surface activation, none resulted in a needle stick; when trying to click the needle into the safety device, the syringe rolls and the needle ends up in the side of the safety device since it is hard to get it to click in; there was no impact to the patient being treated or to the health care provider; and there was no needle stick injury due to activation difficulty. Additional information was received on 05/18/2017. The (B)(6) old patient was squirmy and the needle bent. When attempting to close the safety sheath, the entire needle was not covered. This occurred at a pediatric office.